Event description:
It was reported that during an unspecified procedure the guide wire became stuck in a stent delivery system. The physician released an unspecified stent in the left hepatic duct. Following release of the stent, the guide wire became stuck in the delivery system. The entire system was removed as a unit with no patient complications. The patient was reported to be "good" post procedure.